Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported, device breakage. Opened the packing, before used on the patient, found the trocar sleeve was broken into 2 pieces. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n92l6r. Device analysis: the analysis results found that 2b12lt device was received with the universal seal cap separated from the universal seal base. During visual examination, was noted to have insufficient welding resulting in the universal seal cap and the universal seal base being separated and the inner seal assembly out of position. The energy directors have evidence of not being properly welded during the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.